Event description:
It was reported on (B)(6) 2012 that while the patient was seen on (B)(6) 2012 the device was interrogated and eos (end of service) = yes. While reviewing the diagnostic data in the handheld device, it was noted that systems diagnostics performed resulted in high lead impedance. The patient was last seen on (B)(6) 2011 and diagnostics at that time were said to be within normal limits. The patient was no longer coughing with magnet activations when previously, magnet swipes would elicit a cough. The patient underwent a full revision in which the lead and generator were explanted and replaced. During surgery, it was noted that the generator could not be interrogated due to end of service. When the surgeon connected the lead to the new generator, he obtained high lead impedance. While removing the lead, the surgeon noted a break in the lead wire. The lead was removed and a new lead was inserted and connected to a new generator. Diagnostics performed indicated normal device function however these results were not provided. The patient's programming history in the manufacturer's in house programming database was reviewed and a battery life calculation was performed which indicated the device is at or near end of service. (B)(4) attempts to obtain additional information as well as the explanted products for analysis are being made.

Event description:
Additional information was received on (B)(4) 2012, when the explanted lead and generator were returned to the manufacturer. Product analysis has not been completed at this time. Good faith attempts to obtain additional information from the patient's physician were unsuccessful.

Manufacturer narrative:
Analysis of programming/device diagnostic data performed.

Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted lead was completed. Note that the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the explanted generator was completed on (B)(4) 2012 and the end of service condition was confirmed. It was determined that the end of service of the generator was due to normal expected battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.